Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Motor control board- encoder failure case rear- corrosion ail sensor assy- damaged/cracked iui- contamination recall affected display board- segment dim alarm - error codes / messages- 08/14/2019 08:29:21 rfc_repairs (rfc_repairs) po for $365. 242.4030 - persistent motor stall error 08/27/2019 12:20:43 quirino c guarin (qguarin) replaced u4 on display pcb for dim segment. 08/27/2019 12:22:36 marites malig (mmalig) phone (B)(6) inspected solder u4 on display pcb. 08/28/2019 06:07:35 annette a mendez (amendez) 1001901774220002920300119242550387.